Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert on (B)(6) due to high out-of-range shock impedance measurements greater than 200 ohms. It was noted that that the patient had an ablation on (B)(6), and now impedances were out of range. Technical services (ts) discussed troubleshooting options and possible causes, noting that the lead was implanted in 2010. Further lead evaluation in-clinic was recommended. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.